Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). One of the femoral pins broke at the tip in the femur. The tip was lodged in the posterior cortex of the femur. It was not retrieved since it was unretrievable. The surgeon did not pre-drill. This was a 3.2 x 140 bone pin. The surgical delay was 3 minutes for xray.

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: the reported device, 3.2mm x 140mm bone pin, was noticed to have fractured in the femur. The tip of the pin was left in the femur. There was a 3 minute surgical delay for intra-op x-ray. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in stryker's database related to p/n 143140, lot number w45626 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request (B)(4). Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). One of the femoral pins broke at the tip in the femur. The tip was lodged in the posterior cortex of the femur. It was not retrieved since it was unretrievable. The surgeon did not pre-drill. This was a 3.2x140 bone pin. The surgical delay was 3 minutes for xray.